Event description:
It was reported that the customer had gone through eight infusion sets due to kinked cannulas. The customer stated that this issue caused high blood glucose levels above 400 mg/dl. The customer also received sensor alerts and alarms. However, the customer stated that the insulin pump was working well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.